Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer had failed to detect on the bus. The field service engineer (fse) advised the customer to shut down the station, restart it after 10 minutes, and check if the issue was resolved. The fse later confirmed that the customer had successfully resolved the issue. The system functioned as intended after the customer resolved the issue by following the instructions provided by the field service engineer.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawers were not detected on communication bus. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay and adverse events or injuries reported based on this incident.